Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 164 mg/dl on the lfs meter compared with 86 mg/dl on another meter tested within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.